Event description:
The customer reported obtaining elevated, non-reproducible troponin I (access accutni+3) results in association with the access 2 immunoassay system serial number (B)(4) for three (3) patients (designated as patients one (1) through three (3). The sample from patient one (1) was reanalyzed on the same access2 immunoassay system and a non-reproducible result, above the laboratory's normal reference range, was obtained. The customer stated the initial elevated, non-reproducible result was reported from the lab, and patient one (1) was transferred to an alternate facility. The customer performed additional testing on the sample from patient one (1) using the same access 2 immunoassay system and obtained results above the laboratory's normal reference range. There was no report of additional injury which occurred in association with this event. The following mdrs will address the elevated, non-reproducible access accutni+3 results for patients two (2) and three (3): 2122870-2015-00460 and 2122870-2015-00461. Quality control (qc), calibration, and system check were performing within assay and instrument specifications. The sample was collected and tested in a lithium heparin gel tube. The sample was centrifuged for three (3) minutes at room temperature. The customer was unable to provide the centrifugation speed. No sample integrity issues were noted by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse determined the fluidics manifold was cracked. The fse replaced the fluidics manifold. After the repairs were completed all verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction. All mdrs associated with this event: 2122870-2015-00459, 2122870-2015-00460, 2122870-2015-00461.